Manufacturer narrative:
Release valve linkage.

Event description:
It was reported by service report that the stretcher was drifting. There was pt involvement, however, no adverse consequences are reported.